Event description:
It was reported that an ilet user contacted support for guidance due to perceived meal algorithm maladaptation due to incorrect meal size announcements. The user was led through a factory reset, awaited continuous glucose monitor (cgm) readings to complete setup, was advised to use usual meals, and later received assistance entering weight and successfully resumed automated (¿bionic¿) operation. The event involved user operation and procedure with relevance to the user interface, and blood glucose was not affected. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to incorrect meal size being used. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.